Manufacturer narrative:
A ge service representative performed an onsite investigation. The system software and calibration files were evaluated and reloaded. The system was tested and found to be working as intended and returned to service.

Event description:
The customer reported that the system continued to fluoro after releasing the x-ray switch. Additional information was received from the field service engineer confirming that there was no aro (accidental radiation occurrence); the system locked up. No patient death or serious injury was reported related to this event.